Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time, so the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a child who was being treated with a tsf for femoro-pedal distraction suffered a femoral fracture, which was treated via revision surgery; the structure was modified (reduced) and the frame was extended. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
"The british editorial society of bone & joint surgery. Children's orthopaedics. Femoro-pedal distraction in staged reconstructive treatment of tibial aplasia." Author: a. Laufer et al. In this study there were 10 patients (12 limbs ) bearing taylor spatial frame. It was reported that a patient suffered from a femoral fracture. The event was treated via revision surgery, where the structure was modified (reduced) and the frame was extended.